Event description:
It was reported that the patient had the artificial urinary sphincter removed on (B)(6) 2018 due to leaking again after 8 years. A new artificial urinary sphincter system with 4.5cm and 5.5cm cuffs was implanted.

Event description:
Update to: it was reported that the patient had the artificial urinary sphincter removed on (B)(6) 2018 due to leaking again after 8 years. A new artificial urinary sphincter system with 4.5cm and 5.5cm cuffs was implanted. Analysis results as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Additional information.